Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician team indicates that adhesive around the sealing area of the objective and light guide lenses was damaged, and the k-lever and frcps had corrosion in the c-body. There was no patient involvement.